Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, there was resistance between a 29mm s3 valve/delivery system (ds) and the 16fr esheath plus. As reported, there were no issues inserting the 16fr esheath plus into the abdominal aorta. Then 29mm valve and delivery system were inserted. The eye of fluoro was looking at the distal end of the esheath in the abdominal aorta waiting for the delivery system to push through. It was then noticed that delivery system was being pushed further in, but the team was not seeing the delivery system move up. The eye was moved down to the groin where it was seen what appeared to be the delivery system with the valve pushed out of and through the esheath, as well as into external iliac (it was an up down and back up loop-to-loop). The delivery system and esheath were pulled back. An angioplasty balloon was placed into the abdominal aorta. The physicians were unable to remove the esheath, and delivery system with valve. The esheath and delivery system were removed via surgical cutdown. They then placed several stents to treat the right femoral artery dissection. The patient underwent a bilateral groin cutdown and fasciotomy to be able to repair the groin and ensure blood flow and life to the extremities. Upon removal of the devices, bent struts were noted on the valve and the valve was wasted. The patient was transferred to ICU for recovery.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. Procedural imagery was returned, and the following was observed: delivery system seen outside of sheath. Torn liner from sheath. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint inability to advance delivery system through sheath and liner punctured were confirmed through the return of procedural imagery. No manufacturing non-conformances were identified through evaluation of the returned device. A review of DHR, lot history, complaint history, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Additionally, there was no report of any issues with the sheath during device preparation. Per complaint details, ''the operator noticed that delivery system was being pushed further in, but the team was not seeing the delivery system move up. We saw what appeared to be the delivery system with the valve pushed out of and through the esheath, as well as external iliac. Upon removal bent struts were noted on the valve and the valve was wasted.'' . Per the IFU/training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' Complaint details state that there was ''minimal tortuosity and minimal calcification'' in the patient's access vessel. Vessel tortuosity can subject the devices to suboptimal angles and lead to non-coaxial alignment in the advancement of the delivery system through the sheath. Non-coaxial advancement of the delivery system can lead to resistance. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. As there was resistance introducing the delivery system through the sheath, it is possible that excessive manipulation was utilized in order to overcome this resistance. It is likely that the excessive manipulation may have caused the valve struts to bend. Tortuosity can lead to non-axial alignment in the advancement and retrieval of the delivery system. This can cause a balloon catheter or delivery system to catch on the liner of the sheath. Additionally, calcification can damage the exposed portion of the liner causing it to weaken. A weaken liner can tear during advancement of the delivery system. Furthermore, it was noted that a bent strut was observed on the valve upon removal. A bent valve strut could weaken the liner and result in the observed tear in the liner during the advancement of the delivery system. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (bent valve strut, excessive manipulation) likely contributed to the complaint event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-07460 and 2015691-2022-07461.

Manufacturer narrative:
Supplemental report submitted to include additional information from engineering evaluation and correction. Updated h10 and h6. Corrected b1, b2, and h1. The complaint was reviewed by engineering and an additional code was added to this device. The complaint of difficulty removing sheath was confirmed. However, no manufacturing non-conformances that would have contributed to the reported event were identified. Available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (bent valve strut) factors may have contributed to the complaint event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.